Event description:
The pt's mother reported that, her daughter was admitted to the hospital in 2006, because her blood glucose readings were over 600 mg/dl. The mother indicated that, her daughter was very lax in her control of her blood glucose readings and was not checking her blood glucose readings enough. The mother also stated that, her daughter was not bolusing appropriately leading to her high blood glucose readings. The pt reported that, she felt ill with her elevated blood glucose. The pt's normal blood glucose range was not provided. The pt's endocrinologist checked out her infusion device and confirmed that, it was working properly. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.